Event description:
A hospital in another country, reported to our distributor that the display on an mr850 respiratory humidifier indicated a constant 47-50 degrees celsius. The humidification chamber connected to the humidifier does not heat up with the consequence that the air supply to the patient was not properly humidified. The mr850 humidifier did not alarm. No patient consequence was reported.

Manufacturer narrative:
The mr850 humidifier has not been returned to fisher and paykel healthcare as this complaint had been reported by the hospital as one concerning a faulty temperature flow probe, which was returned. The electrical resistance of the thermistors in the faulty probe was tested using a multimeter, then connected to an mr850 humidifier and run. Results: the chamber thermistor was found to be outside specifications whereas the chamber flow and patient thermistors were within specifications. When connected to an mr850 humidifier, chamber temperature read a constant 52.8 degrees celsius. As a result of a high temperature reading, the heater plate did not continue heating. After 2 minutes, following a series of self-test checks, the mr850 audibly alarmed and displayed an e2d error code. This correctly corresponds to the code for the heater plate not switching on. Conclusion: the abovementioned fault in the chamber thermistor caused the high temperature reading as reported by the customer. This is turn should cause the mr850 humidifier to alarm and display the corresponding error code. We are in the process of obtaining further clarification from the hospital via our distributor as to whether the mr850 humidifier in the hospital is operating correctly. We will provide a follow-up report as soon as we receive additional information.